Event description:
Follow-up information indicates that the patient has a little numbness and tingling remaining in both legs. Patient stated it is slowly getting better and strength is improving.

Manufacturer narrative:
The lead was returned with both tails cleanly cut as a consequence of the explant procedure. The lead segments were in good condition and passed continuity testing on all channels. Analysis did not identify a problem with the device. (Date returned to manufacturer) was inadvertently excluded in the additional report-1 this report contains missing data.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient developed a hematoma at the lead location reportedly, the patient experienced numbness and weakness in his legs. In turn, surgical intervention was undertaken on (B)(6) 2019 wherein the entire system was explanted and the patient underwent a spinal cord compression. Post operatively, patient still has some tingling in his legs and was advised that should go away over time. The hematoma was removed and symptoms are subsiding.